Manufacturer narrative:
An event of device deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the devicena.

Event description:
It was reported that on 25 august 2022, a 25mm amplatzer multi-fenestrated septal cribriform occluder (lot: 6303607) was chosen for implant. During procedure, the right atrial disc of the device would not lay flat when deployed and placed into a small iatrogenic atrial septal defect (asd). The device was removed from the patient and replaced with a 30mm amplatzer multi-fenestrated septal cribriform occluder (lot: 7548234). During deployment, the right atrial disc would not lay flat and was removed from the patient. The device was exchanged with another unknown sized amplatzer multi-fenestrated septal cribriform occluder, which was successfully implanted. There was a delay in procedure due to the two device exchanges, but no adverse patient effects were reported. The patient has since been discharged. Subsequent to the previously filed report, additional information was received. It was reported that the delivery system used is of unknown manufacturer. The delivery system was also replaced with an unknown delivery system. The device was not released inside patient anatomy, there was no angulation or kink noted in the delivery system, and there was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 25 august 2022, a 25mm amplatzer multi-fenestrated septal cribriform occluder (lot: 6303607) was chosen for implant. During procedure, the right atrial disc of the device would not lay flat when deployed and placed into a small iatrogenic atrial septal defect (asd). The device was removed from the patient and replaced with a 30mm amplatzer multi-fenestrated septal cribriform occluder (lot: 7548234). During deployment, the right atrial disc would not lay flat and was removed from the patient. The device was exchanged with another unknown sized amplatzer multi-fenestrated septal cribriform occluder, which was successfully implanted. There was a delay in procedure due to the two device exchanges, but no adverse patient effects were reported. The patient has since been discharged.